Manufacturer narrative:
B2 and b3 date of events are unknown. D4 lot number is unknown. H3 other: device has not been returned to date. Since no device was returned for investigation. We are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation.

Event description:
It was stated in the report that " a 17-year-old male underwent general anesthesia using this product during a dental procedure. The tube was accidentally intubated into the esophagus. The patient died as a result. The tube was twisted in the pharyngeal cavity." A medical evaluation from the medical affairs team was provided. See medical eval here: there is a complaint received on 01apr2024, that reports a death of a patient. The report states that a 17 year old male, who was reported to be a severely handicapped individual, was to undergo a dental procedure under general anesthesia. During intubation, it is reported that the patient was ¿accidentally intubated into the esophagus.¿ this resulted int the death of the patient. The event occurred in july 2023. There is no report of malfunction of the endotracheal tube or that the tube was a cause of the patient¿s death. It is reported that the tube was placed in the esophagus but there was no reported causation. Based on a review of the events in this case, the cumulative evidence of the report implicates the inappropriate placement of the endotracheal tube into the esophagus as the cause of death. There is no implication that the endotracheal tube had a role in the incident that led to the patient¿s death. If additional information becomes available, this medical assessment update will be further revised as needed.